Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results range from 280 to 300 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed ((B)(6) 2013; 11:36 am) with results of 433 mg/dl and 408 mg/dl (fasting/ before meal/ after meal). Test strip lot MFR's expiration date is 02/28/2015 and open vial date not verified. Recall test results from meter memory: (B)(6) 2013; 1:21 pm - 480 mg/dl; (B)(6) 2013; 8:06 pm - hi; (B)(6) 2013; 7:02 pm - 564 mg/dl; (B)(6) 2013; 7:59 pm - 479 mg/dl; (B)(6) 2013; 7:45 pm - 414 mg/dl. Based on the "hi" result seen in the memory, the complaint is reportable. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: strip issue or user has high glucose value. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).